Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. The root cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
The complaint confirmation of a loss of connection was confirmed. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be no communication. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.